Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: it was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced ongoing pelvic pain; dyspareunia; recurrent vaginal prolapse; recurrent stress urinary incontinence; and mesh erosion. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).